Event description:
Literature was reviewed regarding outcomes of left atrioventricular valve operation following atrioventricular septal defect repair. The study population included 59 patients. Multiple manufacturer¿s devices were implanted in the study population; two patients were implanted with a medtronic melody bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Clinical observations included surgical intervention with melody valve replacement for an unspecified reason. The two melody patients¿ post-operative outcomes were noted as without complication. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: alison j. Howell, et al. Outcomes of left atrioventricular valve operation following atrioventricular septal defect repair. The journal of thoracic and cardiovascular surgery. Apr;169(4):1044-1054 2025. 10.1016/j.jtcvs.2024.09.051. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.